Event description:
It was reported by service report that the right siderail would not latch in the upright position and toprail was broken, exposing sharp edges. No patient involvement or adverse consequences are reported.